Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.